Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 10/19/2021, it was reported by a distributor via email that an ar-4501 meniscal cinch ii second implant would not deploy. Button number 2 on the cinch would not advance and release implant despite surgeon attempting this three times. This was discovered during a meniscus repair on (B)(6) 2021. Additional information received 10/26/2021: the first peek implant did deploy but after the second one did not, surgeon tried to remove the first implant and was unable to, he ended up cutting the sutures and leaving the peek anchor inside the patient.